Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was an alert indicating an out of range pacing impedance on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD). It was noted that the device exhibited high out of range impedance. The impedance has been gradually rising for the past year. The capture thresholds and shock impedance remains within range. Additionally, the device started beeping tones as a result of the alert. Technical services (ts) educated the caller on how to silence the tones. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that there was an alert indicating an out of range pacing impedance on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD). It was noted that the device exhibited high out of range impedance. The impedance has been gradually rising for the past year. The capture thresholds and shock impedance remains within range. Additionally, the device started beeping tones as a result of the alert. Technical services (ts) educated the caller on how to silence the tones. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that there was an alert indicating an out of range pacing impedance on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD). It was noted that the device exhibited high out of range impedance. The impedance has been gradually rising for the past year. The capture thresholds and shock impedance remains within range. Additionally, the device started beeping tones as a result of the alert. Technical services (ts) educated the caller on how to silence the tones. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.